Manufacturer narrative:
On 2-oct-2023 the following additional information was obtained: further failure analysis investigation confirmed that the unit generated error c-34 on start-up. Troubleshooting led to a malfunctioning hf generator pcb and once replaced, the mentioned error ceased. Unrelated to the reported issue, the top cover with excessive scratches had been replaced as well.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site encountered error c-34 on the vio dv 2.0 integrated electrosurgical unit (erbe). The customer tried to power cycle the generator with no change. The customer tried to power cycle the system and erbe with no change. The surgeon proceeded with the case using the foot pedals from the force triad to provide energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the case was completed with the third-party force triad generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated c-34 errors, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator as per isi procedure. No errors were found post erbe replacement. System tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, analysis is not yet completed. Follow up MDR will be submitted with analysis findings.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated c-34 errors, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM)for repair. The complaint regarding repeated c-34 errors, was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.